Event description:
Complainant alleged that the device displayed an incorrect heart rate count and that the device failed to defibrillate after several shocks were administered. The complainant was contacted in an attempt to obtain more detailed info regarding the event and to obtain any info regarding possible pt involvement in the event. The complainant was unable to provide any additional event or pt info regarding the reported malfunction.